Event description:
Customer stated, "a spark came out of the switch. " the product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed that the bulb in switch had failed. The area inside the switch where the bulb flashed had blackened. Pad and cord were fine. Bce conducts a 100% in-process inspection and a statistical final inspection before the product is sold. This would have been caught if the issue existed before the product left the facility. The customer did not claim any injury.